Event description:
A patient came to the outpatient lab and a tourniquet was placed on patient for a blood draw. The patient developed hives on the chest area post the placement of the tourniquet. This patient has allergies to phenobarb and depakote. The patient was taken to the emergency room (ER) for treatment and was given benadryl and zantac. The patent later had a seizure but the ER doctor did not think there was a correlation between the two. The phlebotomist that placed the tourniquet also experienced red and itchy hands and was treated in employee health with claritin and topical hydrocortisone cream 1%. This employee states that she has never had an allergic reaction. (B)(4) has pulled this entire product from use at this time. We have ordered an alternative product and will proceed with toxicology testing on this tourniquet that was placed on the patient as well a as a random sample. We spoke with an allergist and she stated the reaction is similar to a reaction to latex. We are investigating to see if there have been other patients that have been treated with an allergic reaction post a lab draw at our facility.======================manufacturer response for tourniquet, centurion (per site reporter)======================supply chain director contacted the company centurion. Centurion representative stated that this is the first incident regarding this concern. Centurion will be calling us to follow up.